Manufacturer narrative:
Lot #, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2016, the patient went to see the physician due to bleeding. It was then discovered that the patient had mesh exposure and subsequently on (B)(6) 2016, exposed transvaginal mesh was removed under general anesthesia. On (B)(6) 2016, there was no wound abnormality reported. Reportedly, acute myocardial infarction developed, and there is no consultation at the moment.